Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated: the returned meter and test strips(4) did meet all the testing performance specification. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 124, 102 and 106 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 107 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:concerned with all the results.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 124, 102 and 106 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 107 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 124mg/dl (B)(6) 2016 12:02 am fasting:yes, 102mg/dl (B)(6) 2016 07:36 pm fasting:yes, 106mg/dl (B)(6) 2016 09:34 am fasting:yes, 134mg/dl (B)(6) 2016 10:36 pm fasting:yes, 92mg/dl (B)(6) 2016 07:27 pm fasting:yes. Memory concerns: concerned with all the results.